Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had blood glucose of 380 mg/dl and her insulin pump is not working correctly. Customer stated that the insulin pump was alarming motor error and she treated with a manual injection. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.